Event description:
User reported decreased hearing performance following a shunt removal. Fluid is visibly pooled at the base of the recipients neck below the implant. There is however no fluid accumulation over the implant itself. The user's detection levels are unchanged however speech measures are unreliable. The device has been explanted. This report refers to 9710014-2019-00234. For further information please refer to this report.